Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, immediate implantation. Possible pdl from extracted tooth not removed even though socket completely enlarged for fixture.